Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) via cartridge with humapen luxura burgundy, of unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, both for more than 10 years (as of (B)(6) 2022). Humapen luxura burgundy was used more than 10 years (improper use of device). On (B)(6) 2022, the humapen luxura burgundy broke down (it did not fall or hit) and it leaked insulin during the administration ((B)(4) and lot no unknown) due to which he did not receive insulin and as a result his blood glucose dropped to 29 (units and reference ranges were not provided). Due to blood glucose decreased, on same day he was hospitalized and was under observation at the hospital. Later his blood glucose increased and was followed up in the hospital (recovered). Information regarding corrective treatment and the status of human insulin isophane suspension 70%/human insulin 30% therapy were not provided. Follow up was not possible because consent for follow-up procedures with reporter and physician was not given. The operator of the humapen luxura burgundy was unknown and his/her training status was not provided. The device model duration of use was not provided, and the suspect humapen luxura burgundy was more than 10 years (at the time of initial report). The action taken with the humapen luxura burgundy was unknown and it was available for return. The initial reporting consumer did not provide the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% while related the events with humapen luxura burgundy. Update 13-apr-2022: both the information received on 07-apr-2022 and on 08-apr-2022 were processed together. Edit 19apr2022: updated medwatch and (B)(6) (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an 86-years-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) via cartridge with humapen luxura burgundy, of unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, both for more than 10 years (as of 07-apr-2022). Humapen luxura burgundy was used more than 10 years (improper use of device). On 07-apr-2022, the humapen luxura burgundy broke down (it did not fall or hit) and it leaked insulin during the administration ((B)(4) and lot no unknown) due to which he did not receive insulin and as a result his blood glucose dropped to 29 (units and reference ranges were not provided). Due to blood glucose decreased, on same day he was hospitalized and was under observation at the hospital. Later his blood glucose increased and was followed up in the hospital (recovered). Information regarding corrective treatment and the status of human insulin isophane suspension 70%/human insulin 30% therapy were not provided. Follow up was not possible because consent for follow-up procedures with reporter and physician was not given. The operator of the humapen luxura burgundy was unknown and his/her training status was not provided. The device model duration of use was not provided, and the suspect humapen luxura burgundy was more than 10 years (at the time of initial report). The action taken with the humapen luxura burgundy was unknown and it did not return to manufacturer. The initial reporting consumer did not provide the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% while related the events with humapen luxura burgundy. Update 13-apr-2022: both the information received on 07-apr-2022 and on 08-apr-2022 were processed together. Edit 19apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 13may2022: additional information received on 11may2022 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen luxura device associated with pc 5940120 which did not return to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 13may2022 in the b.5. Field. No further follow-up is planned. Evaluation summary the daughter of a male patient reported that the patient's humapen luxura device leaked insulin during the administration, due to which he did not receive insulin and as a result his blood glucose dropped to 29. The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. The patient reportedly used the pen for more than 10 years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. There is evidence of improper use. The patient used the pen beyond its approved use. It is unknown if this misuse is relevant to the leaking complaint. The leaking complaint is not likely relevant to the event of decreased blood glucose since the patient reported not receiving insulin.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an 86-years-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) via cartridge with humapen luxura burgundy, of unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, both for more than 10 years (as of 07-apr-2022). Humapen luxura burgundy was used more than 10 years (improper use of device). On 07-apr-2022, the humapen luxura burgundy broke down (it did not fall or hit) and it leaked insulin during the administration (pc no (B)(4) and lot no unknown) due to which he did not receive insulin and as a result his blood glucose dropped to 29 (units and reference ranges were not provided). Due to blood glucose decreased, on same day he was hospitalized and was under observation at the hospital. Later his blood glucose increased and was followed up in the hospital (recovered). Information regarding corrective treatment and the status of human insulin isophane suspension 70%/human insulin 30% therapy were not provided. Follow up was not possible because consent for follow-up procedures with reporter and physician was not given. The operator of the humapen luxura burgundy was unknown and his/her training status was not provided. The device model duration of use was not provided, and the suspect humapen luxura burgundy was more than 10 years (at the time of initial report). The action taken with the humapen luxura burgundy was unknown and it did not return to manufacturer. The initial reporting consumer did not provide the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% while related the events with humapen luxura burgundy. Update 13-apr-2022: both the information received on 07-apr-2022 and on 08-apr-2022 were processed together. Edit 19 apr 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 13 may 2022: additional information received on 11 may 2022 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen luxura device associated with pc (B)(4) which did not return to manufacturer. Corresponding fields and narrative updated accordingly. Edit 24 jun 2022: upon internal review, updated medical device component code from 4775 translational motion component to 4755 part/component/sub-assembly term not applicable.